Event description:
During ivtm therapy with the quattro catheter (lot # 219700), the amount of saline solution in the 500-ml saline bag decreased, and the thermogard system generated an "air trap" alarm. Upon inspecting the start-up kit (suk), no saline leak was found. Therefore, the catheter was determined to be damaged, replaced, and temperature management was continued and completed using the same thermogard console. A catheter leak check was performed on the removed catheter per zoll's instructions for use (IFU). The catheter leak check revealed a saline leak. It is unknown whether the customer suspected that saline was infused into the patient's bloodstream. No patient injuries were reported.

Manufacturer narrative:
The reported complaint of catheter leak was confirmed during the functional testing of the returned quattro catheter (lot # 219700). A water emission (leak) was observed from the proximal luer port during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. During the functional testing of the returned catheter, all the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. No leak was observed from the catheter balloons. However, a water emission (leak) was observed from the proximal luer port during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 219700.